Event description:
Per report, 2 hours after a transfemoral tavr procedure, the patient was taken back to the or where an ascending aorta disruption was found between the sinus of valsalva and the lv outflow tract (lvot). Summary of case: the patient tolerated the bav well, and tavr deployment with good result in proper position. No pvl, mild cai. The echocardiographer noticed effusion via tee post tavr. Cts placed chest tubes to drain. The patient's pressure normalized and no active bleeding was visualized. The chest tubes were left in place and the patient was transported to recovery. Two hours post procedure the patient experienced a sudden drop in pressure and the chest drains filled immediately while in the recovery room. The patient was transported to the cardiovascular or where she was placed on cpb and chest was opened via thoracotomy. The surgeon found a disruption in the ascending aorta, between the level of the sov and the lvot. It was decided to remove the sapien valve to get better visualization of the disruption. The sapien valve was explanted, the disruption was repaired and a surgical valve was placed without incident. The patient tolerated the open procedure well and was sent to recovery. Post -op day 2 the patient was sitting up, post-op day 3 was walking with assistance, and discharged 8 days post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. Cine images were provided to edwards for internal review by the, no echo provided. The following observations were made by the edwards medical director: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe mitral annular calcification (mac), severe unfolded aorta. Poor coaxial alignment due to lateral bias; good image intensifier angle (iia); 50:50 positioning of valve. During deployment the valve moved 2mm aortic. No loss of pacing capture and ventilation held during deployment. Post deployment aortogram demonstrates aortic regurgitation (ar). Impressions: anatomic correlates such as severe calcification of the aortic root, obliteration of the sov are present in this case; however, another correlate, significant valve oversizing did not occur (26mm sapien into a 24mm aortic annulus). This may have caused an occult aortic rupture that did not manifest itself until a secondary insult occurred (example: an abrupt rise in blood pressure during valsalva). Transesophageal echocardiogram (tee) and surgical operative report was not available for review. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the thv physician training curriculum, in the cases were the patient has porcelain aorta, a narrow sinotubular junction, or when there is severe annulus calcification, the physician needs to pay special attention to the difference in diameter between the sapien valve and the annulus dimension by tee, as it may result in annular rupture when large. The root cause of the patient's aortic annulus rupture is unknown; however, per the review of the provided images, the patient has severe calcification of the aortic root and an obliteration of the sov, which combined, likelly contributed or caused the reported injury. There was no report of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.